Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine post filter deployment, CT revealed all the internal struts extend beyond the margins of the ivc and at least three extend greater than 3 mm beyond the wall of the ivc. Additionally, one strut extends to and closely abuts/minimally penetrates into the wall of the aorta. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient. The reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts to retrieve the filter. The patient reportedly experienced pain at the implant site; however the current status of the patient is unknown.